Event description:
It was reported that during shift check, the autopulse platform displayed a user advisory 34 (encoder failure) message that could not be cleared. No patient involvement was reported. No further information provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. Investigation results as follows: the complaint was verified as ua27(encoder fault) and ua34(encoder failure) were observed in the archive file. In addition, ua34 was also noticed at power on and the fault could not be cleared. Functional testing could not be performed. Investigation revealed a bad encoder and it was replaced to remedy the complaint. The platform passed final test. Based on the evaluation results, a probable root cause for the customer's reported complaint may be due to a bad encoder; however, a definitive root cause for the bad encoder could not be determined.